Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the end stops in drawer 2-1 bent and causing rails to overlap and stick. A field service engineer bent the rail end stops back to square to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation system drawer failed. This malfunction caused a delay in therapy; the customer stated that the user was able to remove the med from another station. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation system drawer failed. The customer stated that user was able to remove the med from another station and there was no delay. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the end stops in drawer 2-1 bent and causing rails to overlap and stick. Field service engineer bent rail end stops back to square to resolve the issue. The system functioned as intended after the field service engineer serviced the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.